Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heater wire on the hemopro 2 jaw was loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and some evidence of blood on the handle. Visual inspection revealed that the heater wire was dislodged from the tip of the silicone boot and was coming off from the hot jaw. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).